Event description:
It was reported that during a system de-installation, a mounting plate attached under the floor below the gantry position fell from the ceiling into a potentially occupied space. No injury was reported, however if the plate were to fall and make contact with an individual, it may cause an injury that would require medical attention. If a similar situation were to recur, it could result in a serious injury.

Manufacturer narrative:
It was reported that during a system de-installation, a mounting plate attached under the floor below the gantry position fell from the ceiling into a potentially occupied space. The mounting plate was being secured by floor fasteners for the gantry. Upon removal of the fasteners, the mounting plate was no longer supported and fell to the floor below. This gantry mounting plate is not called for the installation manual and is not present in product documentation or labeling. There was no reported system malfunction or systemic issue.